Manufacturer narrative:
Concomitant medical products: 4968 lead implanted (B)(6) 2009; 5076 lead implanted (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were extracted due to vegetation in the heart. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The leads were later explanted as they were previously reported to have been partially explanted and capped.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.